Manufacturer narrative:
The pump was downloaded in the care link software and all bolus deliveries registered properly in the care link history report. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 45 mg/dl at the time of incident. The customer's blood glucose was 212 mg/dl at the time of call. The customer stated that they treated the low blood glucose with orange juice and food. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that they found a missing data on the bolus history. The insulin pump will be returned for analysis.